Event description:
It was reported that the atrial lead exhibited intermittent atrial capture. The lead has been capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, implantable pacing lead: (B)(6) 2001. (B)(4).